Manufacturer narrative:
Appropriate device code not available for oxidation.

Event description:
The customer called into philips requesting onsite service. The customer noted there was oxidation on the ECG port connector. There was no reported patient or user involvement and no adverse patient/user impact.